Manufacturer narrative:
Additional information: one (1) actual sample was received for evaluation. A visual inspection with the naked eye noted a crack on the main body. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue mainbody of a minicap transfer set cracked. This occurred during use for peritoneal dialysis therapy. The transfer set had been in use for three days. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.